Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "power consumption"  could not be confirmed; the battery was able to perform as intended during bench testing. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated or confirmed; the battery performed as expected. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2016 and reported that the battery was losing significant charge when connected to the controller and an inactive ac adapter in place. Patient states that this only happens to this particular battery and does not matter which power port it is attached to. No reported alarms or damage. No loose connectors on controller reported. The device was exchanged with no reported consequence to patient. No additional information provided.